Event description:
Reference number (B)(4). Event occurred in canada on 01-august-2024, it was reported by the patient that he was hospitalized due to hyperglycemia. High blood glucose level was 19 mmol/l and treated by insulin pump. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3. E1: patient city: (B)(6). Patient country: canada.